Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the user encountered top cap release difficulties with the stent. With assistance of a company representative, the end result of the procedure turned out well. The top cap did not move when advancing the inner cannula. The system elevated sideways inside the aneurysm instead. The pink stylet on the distal tip was removed and then the inner cannula was advanced even further. This action managed the system to deploy. Unfortunately, the stent graft moved up with the delivery system. Doing so caused to completely cover one renal. The other renal was partially covered and was saved by putting a stent into it. The patient required renal intervention with stenting of the renal artery.

Manufacturer narrative:
(B)(4). (B)(6). The event is currently under investigation.

Event description:
During the procedure, the user encountered top cap release difficulties with the stent. With assistance of a company representative, the end result of the procedure turned out well. The top cap did not move when advancing the inner cannula. The system elevated sideways inside the aneurysm instead. The pink stylet on the distal tip was removed and then the inner cannula was advanced even further. This action managed the system to deploy. Unfortunately, the stent graft moved up with the delivery system. Doing so caused to completely cover one renal. The other renal was partially covered and was saved by putting a stent into it. The patient required renal intervention with stenting of the renal artery.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, documentation, instructions for use (IFU) and a visual inspection of the complaint device was conducted for the purpose of this investigation. One (1) device was returned for inspection. Returned device was visually inspected. Noticed top cap inner cannula had been completely removed from main body assembly. The batch record for lot 6044752 was reviewed. There were no recorded manufacturing issues/anomalies related to this assembly of the device. Based upon system design, inability of user to transmit sufficient force through the delivery system to remove top cap from top stent may require excessive force when: device is placed in an anatomy that encourages excessive bending of the central lumen cannula. Excessive force between the top cap and top stent. Excessive force required to remove the top cap inner cannula most likely caused the loss of the desired graft position during deployment. Per IFU, direction is provided on the proper procedure for removing the top cap inner cannula. Per IFU, if the suprarenal stents cannot be fully deployed by advancing the top cap inner cannula. A definitive root cause could not be determined. Because excessive force was required to remove the top cap inner cannula, the desired graft position was not maintained during deployment. The risk was assessed using a quality engineering risk assessment. Based on the associated risk, no further risk reduction activities are required at this time.

Event description:
During the procedure, the user encountered top cap release difficulties with the stent. With assistance of a company representative, the end result of the procedure turned out well. The top cap did not move when advancing the inner cannula. The system elevated sideways inside the aneurysm instead. The pink stylet on the distal tip was removed and then the inner cannula was advanced even further. This action managed the system to deploy. Unfortunately, the stent graft moved up with the delivery system. Doing so caused to completely cover one renal. The other renal was partially covered and was saved by putting a stent into it. The patient required renal intervention with stenting of the renal artery.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Additional information. The returned device was evaluated and the following observations were noted during the investigation: the inner cannula was received disassembled from the gray dilator. Several bends in the inner cannula were noted. The gray dilator top was not damaged. The top cap appeared undamaged. The sheath tip appeared slightly wrinkled 1.5 cm from the end. The pin-vise was not returned. The inner cannula could move smoothly through the device.

Event description:
Additional information: " it was the pin-vise that was taken apart and gave the inner cannula some extra 15-20 mm to be pushed in the proximal direction. And that made the top cap to finally move up and open the supra renal stent. "